Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. The shape and location of the tear are characteristic of torsional failure. In the absence of several elements regarding the circumstances surrounding the rupture of the screw, and given the difficulty in analyzing the pieces of screw due to the significant deformation they suffered, the hypotheses that could explain said rupture include the following: while it was being screwed in, the screw followed a trajectory which diverged from the tunnel, which generated a great deal of flexural and torsional stresses within the body of the screw, and particularly while traversing the cortical wall and upon inserting the cone of the head inside the tunnel. These stresses caused deformation to the screw recess, which is almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb, which caused the screw to rupture. The fact that the diameter of the tunnel was smaller than the diameter of the screw caused friction along the entire surface of the screw, and particularly to the head of the screw, while passing through the cortical wall, which in turn caused deformation of the screw recess: the deformation is almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb which caused the screw to rupture.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During the procedure, while tightening, the screw fractured. Unknown if product fell into the patient and if it was removed. Also not known what was used to complete the procedure."